Event description:
Upon entering the room and starting the case, it was noticed that the c-arm and x-ray equipment was not working. This same problem happened a couple of weeks ago, then maintenance ppl for the machine came in last week to work on the problem, and it is still not fixed. Both radiology techs were in the room and attempting to do everything possible to get the machine to run again. After a 20 minute delay, the machine finally began to work again and dr. (B)(6) was able to continue the case. It appears that this x-ray equipment in the cysto room #8 needs to be looked at and repaired again. This patient was under anesthesia an additional 20 minutes due to the delay in the equipment not working.